Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia. After completion of the procedure, the assessment of right lower extremity (rle) was mottled and absent of distal pulses. Recommendation was to pull back on repositioning sheath which was completed. However, this did not result in improvement in leg ischemia. Slow impella wean per physician orders resulted in a hemodynamically stable patient. The impella cp was turned off, explanted and within minutes, the rle mottling improved and warmed up with return of distal pulses. The patient remained hemodynamically stable and was taken to the unit for further management.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined.